Manufacturer narrative:
(B)(4). The customer reported the charger for the battery is not working. The ac power module failed. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the charger for the battery is not working.

Event description:
The customer reported the charger for the battery is not working. The ac power module failed. There was no reported pt involvement.